Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was unstable unless cable was held in place or pump was positioned carefully. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed there was no power source alert, used tandem charging equipment, and tried charging for an extended period before using different charging cable, which resolved issue, and pump began charging with no further assistance required.